Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced with the same model lead after only being implanted for 11 months. Additional information was requested, however further information had been obtained. No additional adverse patient effects were reported.